Manufacturer narrative:
The system was serviced in the field and failed hardware tests. The bulkhead port was replaced and the failure was resolved. The system was performing as intended. The connector was returned and analyzed and one of the connectors had an open at pin 6. Visual examination confirmed a broken contact at this pin. Concomitant medical products: other relevant device(s) are: product ID: 9735859, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to communicate the navigation system to the imaging system. Technical services (ts) walked the site through ip information, cable replacement and rebooting of the systems, but could not resolve the issue. They were able to resolve the issue after bypassing the bulkhead of the navigation system and were able to communicate. There was a less than 1-hour delay to the procedure and no impact on patient outcome.